Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that three days post-implant procedure the patient experienced spinal paralysis and was unable to move her legs. The patient was admitted to the hospital where she underwent an explant procedure and was reportedly doing well postoperative. The device was retained by the medical facility and was not returned.